Event description:
During a right video assisted thorascopy procedure, the staples did not form and let go of the tissue. Occurred with two instruments. Third instrument opened to complete the case. No pt consequence.